Event description:
Ous MDR - after an implantation time of about 67 months, it was reported that the pacemaker could no longer be interrogated after radiation therapy. The device was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
First, the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. After it was received, the pacemaker underwent an electrical incoming good inspection. An initial interrogation was not possible. However, an electrical check showed that the pacemaker paced in safe mode. Next, a successful re-initialization was performed with a clinical programmer. After that, the device could be interrogated normally. Subsequently, the pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the previously programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior according to specification in regard to its device functions. In summary, it could be confirmed that the device could not be interrogated. However, the pacemaker paced in safe mode when it was received. After a successful re-initialization with a technical programmer, the pacemaker showed proper behavior in regard to its functionality. It can therefore not be ruled out that external influences, such as strong electromagnetic radiation or the radiation therapy mentioned in the complaint,could have contributed to the clinical observation. There was no material defect or manufacturing error.